Event description:
It was reported that there was an alert due to fluctuations in the right ventricular (rv) lead impedance measurements. A chest x-ray was obtained and noted stretching of the rv lead. A lead fracture is suspected. No changes have been made at this time and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 4968 x2, implanted (B)(6) 2011; 6996 implanted (B)(6) 2011. (B)(4).